Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus), leading to a replacement surgery. This aus was not working and, the pump migrated to the perineal area and was not refilling. The entire aus was removed and replaced with a new device. No additional patient complications were reported.

Event description:
It was reported that the patient experienced urinary incontinence with this artificial urinary sphincter (aus), leading to a replacement surgery. This aus was not working and, the pump migrated to the perineal area and was not refilling. The entire aus was removed and replaced with a new device. No additional patient complications were reported.

Manufacturer narrative:
The pump implant date, and balloon implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.